Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's report, a red-brown dried liquid stain (4mm) was found on the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-01-20 h6: investigation summary bd received one sample and 6 photos for investigation. The photos and samples were reviewed and the indicated failure mode for reddish brown foreign matter was observed. Bd japan confirmed that a 3mm sized reddish brown fm adhered to the lower part of the tube. It is partially crystallized. Considering the possibility of blood, an occult blood reaction was completed on a urine test strip, but it was not a clear positive reaction. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Several projects are in place that will help reduce the potential of introducing fm into tubes. A team has also been established that¿s focus is fm awareness and reduction. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter in the tube. The following information was provided by the initial reporter. The customer stated: according to the customer's report, a red-brown dried liquid stain (4mm) was found on the tube.